Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas 8000 e 801 module. The initial result was 30.10 pg/ml, the first repeat result was 10.90 pg/ml, and the second repeat result was 11.20 pg/ml.

Manufacturer narrative:
The cobas 8000 e 801 module serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
A valid qc was not provided. An image analysis showed that contamination was present on the instrument surface. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
Medwatch section h6 coding has been updated.